Event description:
Johnson and johnson company was notified of this complaint via a lawsuit filed by the complainant. Plaintiff, a female worked in an endoscopy lab from 1996-1998. She began having respiratory problems in late 1996. No specific information has been received.

Manufacturer narrative:
No specific information was received concerning the allegations with respect to cidex solution.